Event description:
It was reported that the downstream occlusion (dso) sensor was ripped and bubbled. The screen was also slightly scratched. The event was found during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) sensor was ripped and bubbled. The screen was also slightly scratched¿ was confirmed with visual inspection. The probable cause was normal wear and tear. The dso seal and lcd lens were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.